Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: at startup the display stays black. After some restarts, exchanging batteries and re-plugging the power cord the problem seems to be solved. The data logs shown that the device alarmed with the technical fault tf44004 (fapm_voltageoutoftolerance) on the date of event. The issue did not result in any patient harm. Worst case a failing electrical supply could lead to prolonged desaturation (spo2 <80% for >2 min) what makes this case reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Following investigation was conducted so far: it was reported that device failed to boot up and the display remained dark. After plugging and unplugging the power cord and battery replacement, the device worked again. However, on reviewing the device logs, it was noticed that on reported date of event the device alarmed for '(B)(4) tfapm_voltageoutoftolerance' and switched into ambient within few minutes of starting the ventilation. At later start-ups the same day the device alarmed for various technical events and switched into ambient. Local service engineer checked voltages on control board, no problem found. Problem could not be duplicated after running the device for days. Complete service software was completed on the affected device which was returned device in use. A clear root cause could not be established based on the provided information and the test of the affected device.

Event description:
During starting up in the workshop the ventilator did not generate picture. No picture and no touchscreen. After some restarts and exchanging batteries and unplugging and plugging the power cord the problem seem to be solved. Normal operation now.